Event description:
It was reported that the pump experienced a motor stall that never recovered. It was indicated that a revision was required and the patient was hospitalized to control his symptoms of baclofen deprivation; however, the patient did not exhibit any symptoms. As a result of not experiencing any symptoms, it was suspected that the catheter was out of the intrathecal space. This was later evaluated and confirmed with x-rays. It was stated that the patient¿s state was the same as when the first pump was implanted in 1995, so the reporter thought that the catheter had been out since that time. At the time of report, there was no patient injury. The patient was to be implanted with another pump during the following month. The device system was used to deliver lioresal. Six days later, it was reported that the patient was fine and was taking 30mg oral baclofen every eight hours. In addition, the motor stall had yet to recover at that time. On the following day, it was reported that the implanting physician did not use to fix the catheter to the fascia, so there had been problems with his other patients because the catheter would go out of the intrathecal space. In the x-ray of this patient, the reporter did not observe any anchor and stated that the catheter wasn¿t fixed as in the usual procedure. It was also noted that there had been volume discrepancies between 0.1 and 0.2ml, though the specific volumes were not given. In addition, it was indicated that there had only ever been baclofen used in the pump while it was in service.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, implanted: 2009-(B)(6), product type catheter. (B)(4).